Event description:
Caller reported that their continuous glucose monitor graph was missing on their pump home screen and the unlock buttons appeared different. There was no adverse impact to the customer's blood glucose level. The pump came out of storage mode and experienced a reset immediately prior to the issue being noticed, and the caller was aware of the reason for the reset.